Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/17/2026. It was reported that an unknown issue occurred. Performance data was reviewed. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to complete a data transfer. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. It was reported via email that the patient was hospitalized, as mentioned by the patient¿s daughter. According to tech support, all due diligence attempts have been completed; however, the patient and reporter have not responded to follow-up outreach. No additional information was available at the time of the report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.